Event description:
Pt brought in for pacemaker upgrade from vvi to ddd mode due to pt's c/o's pacemaker syndrome. Atrial lead and new generator implanted 9/9/95. 9/11/95 pt brought back to cath lab to reposition atrial lead after opening pocket. Dr examined ventricular lead that had been implanted since 10/18/93 and found to have apparently insulation defects on vent lead. Serous fluid could be seen traveling down lead with manual movement of lead. 3-4" of the proximal lead was removed and rest of lead capped. A new vent lead was implanted.